Event description:
It was reported that a user experienced hypoglycemia while using the ilet bionic pancreas and believed the pump delivered too much insulin; the user had pretreated for a perceived impending low while glucose was decreasing from a prior elevated value, and support clarified that the ilet adjusts and suspends insulin delivery based on glucose trends. Symptoms included visual disturbances and a measured blood glucose low of 52 mg/dl along with a high of 253 mg/dl. Outcomes included self-treatment with oral glucose with return to range and no hospitalization. Investigation included review of reported blood glucose trends, device behavior explanation, and user counseling on appropriate hypoglycemia treatment timing. Investigation of this case revealed that the event was consistent with overtreatment of anticipated hypoglycemia rather than a device malfunction, and that the device is designed to reduce or suspend insulin when glucose is falling. It was concluded that user behavior contributed to the hypoglycemic event and that the device operated as intended. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.